Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, a pre-implant dilation was performed. The valve was attempted to be implanted but due to severe calcification, the valve could not expand and a the valve frame infolded. The valve was replaced with a new delivery catheter system (dcs) and a 26 mm valve. The 26 mm valve was implanted uneventfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. One static image and a mpxr questionnaire were provided for review. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 83.1mm with a perimeter derived diameter of 26.5mm suggesting a size 34mm evolut. Patient appeared to have a severe and very calcified bicuspid aortic valve with a raphe between the non-coronary cusp (ncc) and the right coronary cusp (rcc). It was reported that a 29mm evolut used for the implant. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Evidence of an infold was seen just prior to the point of no recapture. The infolded valve was removed and, for unknown reasons, a size 26mm evolut was used instead. Of note, it was reported that a pre implant dilatation was performed; however, balloon type and size is unknown. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve procedure, no misload was observed during loading. During the first valve deployment, the infold was observed. The valve was recaptured once and the device was retrieved from the patient. The 26 millimeter (mm) valve was used as the 29 mm valve could not be deployed.